Event description:
It was reported that the c-arm on the 9800 system displays a communication failed error (system did not boot). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the mainframe power supply ps1 and the single board computer. The system was tested and found to be working as intended and placed back into service.